Event description:
It was reported that technical services (ts) was contacted to provide assistance with programming with this implantable cardioverter defibrillator (ICD) into magnetic resonance imaging (MRI) protection mode. Upon checking the device, ts found that the shock lead impedance of the right ventricular (rv) lead measured at 170 ohms, which was high out of range. The physician agreed to proceed with the MRI. After the MRI, ts confirmed that the device was performing as programmed with the high shock impedance persisting. No additional adverse patient effects were reported. Currently, this ICD system remains in service.